Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges that the acetabular cup eventually produced metallic debris and loosened from the patient's acetabulum, caused pain, produced abnormal blood metal ion concentrations and inhibited the ability to walk. Shall new information received this complaint will be updated. Doi: (B)(6) 2007 ; dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) used to capture the surgical intervention.

Event description:
After review of the medical records, the patient was revised to address elevated serum cobalt and chromium levels. Operative note reported hip was filled with gray yellow fluid with moderate synovitis. There was a benign appearing non fluid filled trochanteric bursa, hip joint approx. 7 ml of gray yellow fluid was obtained. This was sent to lab however, there was no evidence of infection. The synovium was villous and stained brown.